Event description:
Customer reported obtaining false low ise (ion selective electrode) patient results which include sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) with low anion gap on their unicel dxc 800 ar synchron clinical system. The erroneous results were not reported outside the laboratory. The customer did provide patient data or demographics, and the exact number of patient sample affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 800 ar system. The fse inspected the system and found the carbon bridge was the cause of the issue. The fse replaced the carbon bridge which resolved the issue. No further issues noted after par replacement. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge beckman coulter internal identifier is case-(B)(4).